Event description:
Technician alleged that the bed exit would not alarm when set. No pt impact.

Manufacturer narrative:
The tech found the power control board was shorted. The tech replaced the power control board to resolve the issue.